Manufacturer narrative:
Estimated date as explanted date was not provided. Device evaluation: evaluation of (B)(4) confirmed the presence of thrombus. The pump was returned assembled with the driveline intact. The sealed inflow conduit and sealed outflow graft conduit were returned attached to their respective pump ports. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a tissue-like thrombus within the outlet stator. The tissue denatured and showed laminated layering, indicating that it formed in this location over an undetermined period of time while the pump was operating. Because the duration of its presence in the pump could not be determined and the structure of the thrombus suggests it was in the early stages of development, the evaluation could not conclusively correlate it to the patient outcome. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired and the customer would like the pump to be analyzed for possible pump thrombosis. No further information provided.